Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging his onetouch verio iq meter had a pattern message issue. The complaint was classified based on the original customer service representative (csr) documentation since the patient refused to be contacted again. The patient reported that he first noticed that the pattern message was not appearing on ¿(B)(6), 2014¿. It is not known how the patient manages his diabetes or whether he made any changes to his diabetes regimen in response to the alleged issue. He alleged, ¿two years¿ after the start of the issue, he developed symptoms of ¿perspiration¿ and took ¿sugar¿ to alleviate his symptoms. At the time of troubleshooting, the csr noted that the tagging option was on. The patient reported that the issue was with both the high and low pattern messages. The high/low patterns alert option was on. The low limit was correctly set at 0.65 and the high limit setting was correctly set at 1.20. The date/time was set correctly on the meter. The results were being tagged correctly. The csr walked the patient through resolving the issue but it remained unresolved. The patient refused replacement products. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.